Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently to the hospital where a type 1b endoleak or a potential type 3b endoleak was identified. The physician observed the proximal end of the right iliac of the main body had dilated and lost seal, causing the endoleak. The physician elected to explant the devices and complete an open repair of the aneurysm. The patient is reported to be in stable condition.

Manufacturer narrative:
Due to lack of medical information available clinical evaluations was unable to find substantial evidence to confirm the following reported events; emergent presentation, unknown endoleak, and explant and conversion to a surgical graft. Additionally there was evidence to reasonably support the following observations; endoleak type ii, non-endologix stent placed in the left common iliac artery, abdominal pain, ruptured aorta, left common femoral artery thrombectomy and embolectomy, severe blood loss of 3 liters, hemorrhagic shock, acute renal failure, abdominal compartment syndrome, aneurysm sac growth of 8mm over 30 months. The clinical assessment was based on adequate patient medical records, and no patient images. Based on the information available the root cause of the reported event is unknown. Device was not returned, therefore, sample evaluation was not completed clinical found evidence to reasonably suggest the following contributing factors to the reported event; unknown endoleak might have contributed to the aneurysm sac growth, sac growth might have contributed to the ruptured aorta, and the ruptured aorta and surgical repair might have then contributed to the additional negative patient sequelae.